Event description:
Event description cpi received information that this porous tined endocardial lead was removed from service. During a routine replacement procedure this lead was found to be fracture. The physician elected to replace the lead.

Manufacturer narrative:
Event conclusion cpi's analysis found: only two section's were returned, there are cuts and puncture holes in the insulation and deformed conductor coils. Further analysis found: it appears the inner coil was broken due to a repeated loading that caused rubbing or smoothing of the fracture surfaces. All the wires are broken in a ductile fashion. It is unknown what caused this particular fracture.